Event description:
Caller reported an error related to continuous glucose monitoring, identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, and the caller planned to perform the reset at their convenience and to seek further assistance if the issue continued.